Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a crystal failure - x1 . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter would not power on. The patient indicated that the alleged issue started on an unspecified date/time 2 weeks prior to contacting lfs on (B)(6) 2010. Due to the alleged issue, the patient continued to take his usual dosages of 70/30 insulin. A couple of days after the alleged issue began, the patient claimed that she developed symptoms of thirst, hunger, and a tingly mouth. On (B)(6) 2010, at 2:30 pm, the patient claimed that she had a doctor's office because of the alleged issue. The patient denied, however, that she received any treatment due to the alleged issue. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.